Event description:
The intended procedure was a laparoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and e1 (please remove ¿mr¿ from the first/given name and add it to title) additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to an olympus field service specialist, that no image appeared on screen and the colors bar appeared on screen of the camera head. The issue was found during preparation before use for a therapeutic procedure. The procedure was completed while using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image disappeared while moving the camera cable. The camera cable is faulty, and the damage to the cable is caused by wear and tear during use. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.